Manufacturer narrative:
Complaint conclusion: according to the affiliate, after prepping the device as per the instructions, the physician noticed a bit of resistance to retract the needle but it still went back in fully in the catheter. He then was able to access the reconstruction point with the device. When came the time to deploy the needle, it wouldn't deploy. He had to pull everything out of the patient (catheter and wire) and there was resistance experienced. He then scanned the catheter afterwards, and noticed that the needle was crooked inside the device. The target lesion was located in the sfa. The stenosis rate was 99% in a calcified vessel which required sub-intimal access. It was reported as a cto. The vessel was not tortuous. The outback catheter was prepared as specified by the IFU. There were no damages noted and the specified ports were flushed with heparinized saline, followed by another port flush after 30 seconds. During prep, the needle deployed smoothly; however, it was reported that the needle didn¿t seem to come straight out, it seemed crooked. Resistance was encountered when retracting the needle. The catheter was prepped in the straight configuration. There was no difficulty experienced as the outback was advanced over the guidewire and to the lesion. The user was holding the black handle when torquing the device. The user did not experience resistance when torquing the device. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A non-cordis guidewire was used with the outback. However, the needle could not be deployed in the patient. Therefore, the physician had to pull everything out of the patient (catheter and wire) and there was some resistance encountered. He then scanned the catheter afterwards, and noticed that the needle was crooked inside the device. The needle was able to be deployed outside of the patient. There was no reported patient injury. One non sterile outback was received coiled inside two plastic bags. Cannula was not deployed; a kink was noted at 2.5 cm from distal end. Cannula was retracted and no damages were noted in it. Cannula could not be deployed due to the kink found. Pressurized water was applied to the catheter through the guide wire port and exit through the cannula port, then through the haemostatic rotating valve, and exit through the tip; no anomalies were detected. Cannula could not be deployed due to the kink found. Review of lot 15878729 revealed that no units were rejected during the manufacturing process. No nonconformance records and no excursions were found for this lot. The failure prepping difficulty-unable to retract needle reported by the customer was confirmed, the cause of the failure could be related to the kink found. The exact cause of the kink found could not be determined. Controls are placed in the production line to detect kinked units and to assure cannula functionality. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available, it appears that the difficulty experienced may have been caused by the kink found on the device and is not related to a product quality issue as no other damages were noted. It is unknown when the kink occurred.

Event description:
According to the affiliate, after prepping the device as per the instructions, the physician noticed a bit of resistance to retract the needle but it still went back in fully in the catheter. He then was able to access the reconstruction point with the device. When came the time to deploy the needle, it wouldn't deploy. He had to pull everything out of the patient (catheter and wire) and there was resistance experienced. He then scanned the catheter afterwards, and noticed that the needle was crooked inside the device. The patient then needed a fem-fem bypass to be treated for their vascular disease. As reported, the fem-fem bypass "was done because usually the outback is the last case resource before a bypass and there wasn't another unit on the shelf at the account." The patient was in stable condition following the procedure. The physician didn't want to elaborate on the patient information except that it was a female patient. The target lesion was located in the sfa. The stenosis rate was 99% in a calcified vessel which required sub-intimal access. It was reported as a cto. The vessel was not tortuous. The outback catheter was prepared as specified by the IFU. There were no damages noted and the specified ports were flushed with heparinized saline, followed by another port flush after 30 seconds. During prep, the needle deployed smoothly; however, it was reported that the needle didn¿t seem to come straight out, it seemed crooked. Resistance was encountered when retracting the needle. The catheter was prepped in the straight configuration. There was no difficulty experienced as the outback was advanced over the guidewire and to the lesion. The user was holding the black handle when torquing the device. The user did not experienced resistance when torquing the device. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A non-cordis guidewire was used with the outback.

Manufacturer narrative:
However, the needle could not be deployed in the patient. Therefore, the physician had to pull everything out of the patient (catheter and wire) and there was some resistance encountered. He then scanned the catheter afterwards, and noticed that the needle was crooked inside the device. The needle was able to be deployed outside of the patient. The patient then needed a fem-fem bypass to be treated for their vascular disease. There was no patient injury. The device is expected to be returned for analysis; however, the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device has been received; however, the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Device evaluated by mfg. No.

Manufacturer narrative:
Please note that there has been a change to the regulatory report codes. The result - non-functional defect. The conclusion code has been corrected to - known inherent risk of procedure. All other information remains unchanged.